Event description:
Caller reported a malfunction on the pump, displaying a malf 16- 0x20e6 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer opted for multiple daily injections (mdi) as backup therapy, and technical support arranged to replace the pump with one that has updated software.